Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The patient expired following a drop in blood pressure during angioplasty with a non-csi device. Additional information has been requested whether the physician believes csi caused or contributed to the drop in pressure and/or the patient's death. If additional information is provided, a supplemental report will be submitted. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of lesions in the circumflex artery via femoral access. The proximal circumflex was 70% stenosed, and the mid circumflex was 90-95% stenosed. The vessel was not tortuous and was 2-2.5 mm in diameter. The procedure was a complex case in which triple vessel disease was present. T three treatments were performed in the proximal vessel on low. The oad was unable to cross the distal lesion. The oad was removed. Imaging showed slight spasm of the vessel, and nitroglycerin was administered before proceeding to angioplasty.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Additional information was received and the opinion of the physician was that csi did not cause or contribute to the drop in pressure or the patient's death. Csi ID# (B)(4).